Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. Corrected fields: b5. Patient's height: 167cm. There was no service request dispatched as the customer is factory trained and services the unit in house. Bio-med also confirmed the fiber optic damaged but still the repair was not confirmed and bio-med waiting for parts. The pump is still in use on the patient and there were no reports of harm or injury.

Event description:
It was reported that during use, he cardiosave intra-aortic balloon pump (iabp) aline was clean and crisp, then suddenly dampened and the bp numbers were very "off" from what they had been. Customer was walked through steps to aspirate and flush the central lumen and this resolved the issue. The waveform was then clean and the bp numbers the same as they were before. The iab was fo and they were transducing the central lumen. When asked they said this was because the fo port on the cardiosave was cracked and would not allow the cable to stay connected. Customer was advised to report the pump to their biomed once it was not in use. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, he cardiosave intra-aortic balloon pump (iabp) aline was clean and crisp, then suddenly dampened and the bp numbers were very "off" from what they had been. Customer was walked through steps to aspirate and flush the central lumen and this resolved the issue. The waveform was then clean and the bp numbers the same as they were before. The iab was fo and they were transducing the central lumen. When asked they said this was because the fo port on the cardiosave was cracked and would not allow the cable to stay connected. There was no patient harm reported.